Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported unintended movement in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the rotated heart. One clip was placed successfully at a2p2. A second clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip failed. Troubleshooting was performed however the clip failed two additional times. The clip was not implanted and the cds removed. A third cds was advanced and the clip deployed. After fifteen minutes, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda). The mr was reduced to 2 therefore no treatment was performed. The procedure was then switched to treat tricuspid regurgitation (tr) with a grade of 4. The cds was advanced however due to poor imaging, the cds was removed and the procedure aborted with the tr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.